Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic tubal pregnancy'), pelvic pain ('physical pain/pelvic'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 30-year-old female patient who had essure (batch no. 910330-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included appendectomy and carpal tunnel syndrome. Concurrent conditions included depression, anxiety, migraine, cardiac arrhythmia, panic disorder, agoraphobia, gastritis, gerd, spotting vaginal, endometrial polyp, endometrial ablation and uterine bleeding. Family history included hypertension. Concomitant products included levonorgestrel since (B)(6) 2012, medroxyprogesterone acetate (depo provera)(B)(6) 2013 to (B)(6) 2013, metronidazole benzoate (flagyl s), omeprazole since 2005 to (B)(6) 2015, paracetamol (acetaminophen)(B)(6) 2013 to (B)(6) 2017, piroxicam (paxil) since (B)(6) 2011, propranolol since 2005, sertraline since 2005 and sumatriptan since (B)(6) 2012. In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and nausea ("nausea") and was found to have weight increased ("weight gain"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage ("gen. Abnorm. Bleed"), urinary tract infection ("bladder/urinary problems - uti"), abdominal pain ("abdominal pain"), depression ("psych injury/ depression"), anxiety ("anxiety / mental anguish") and post procedural complication ("post removal complications: yes"). The patient was treated with surgery (ablation on (B)(6) 2014, hysterectomy (full) and left salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the ectopic pregnancy with contraceptive device, fatigue, nausea, weight increased and post procedural complication outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, urinary tract infection, abdominal pain, vaginal infection, dysmenorrhoea and dyspareunia had resolved and the depression, anxiety and migraine had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, post procedural complication, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: date(s) of insertion:(B)(6) 2013 (as written per ppf, please note discrepancy) only right side implant due to previous left salpingectomy, earlier reported date of insertion was (B)(6) 2010. She received treatment for pelvic/abdominal pain, uti, gen.abnormal bleeding, psych injury. Plaintiff did not undergo essure confirmation test (discrepancy noted) right: 4 coils. Left: n/a coils diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded. Pathology test - on (B)(6) 2012: left salpingectomy: ectopic tubal pregnancy. Microscopic description microscopic examination performed. Ectopic pregnancy.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received.outcome of events pertaining to pain, bleeding, bladder/urinary problems updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("bladder/urinary problems - uti"), psychological trauma ("psych injury") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract infection and abdominal pain had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain, psychological trauma and urinary tract infection to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2013 (as written per ppf, please note discrepancy). She received treatment for pelvic/abdominal pain, uti. She received treatment for psych injury: no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: events abdominal pain, gen. Abnorm. Bleed, psych injury, bladder/urinary problems uti added. Suspect drug stop date added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic tubal pregnancy'), pelvic pain ('physical pain/pelvic'), vaginal hemorrhage ('abnormal bleeding (vaginal) and heavy menstrual bleeding ('abnormal bleeding (menorrhagia) in a 30-year-old female patient who had essure (batch no. 910330-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included appendectomy and carpal tunnel syndrome. Concurrent conditions included depression, anxiety, migraine, cardiac arrhythmia, panic disorder, agoraphobia, gastritis, gerd, spotting vaginal, endometrial polyp, endometrial ablation and uterine bleeding. Family history included hypertension. Concomitant products included levonorgestrel since (B)(6) 2012, medroxyprogesterone acetate (depo provera) (B)(6) 2013, metronidazole benzoate (flagyl s), omeprazole since 2005 to (B)(6) 2015, paracetamol (acetaminophen) (B)(6) 2013 to (B)(6) 2017, piroxicam (paxil) since (B)(6) 2011, propranolol since 2005, sertraline since 2005 and sumatriptan since (B)(6) 2012. In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal hemorrhage (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse), fatigue ("fatigue") and nausea ("nausea") and was found to have weight increased ("weight gain"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced genital hemorrhage ("gen. Abnorm. Bleed"), urinary tract infection ("bladder/urinary problems - uti"), abdominal pain ("abdominal pain"), depression ("psych injury/ depression"), anxiety ("anxiety / mental anguish") and post procedural complication ("post removal complications: yes"). The patient was treated with surgery (ablation on (B)(6) 2014, hysterectomy (full) left salpingectomy and left salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the ectopic pregnancy with contraceptive device, fatigue, nausea, weight increased and post procedural complication outcome was unknown, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, genital hemorrhage, urinary tract infection, abdominal pain, vaginal infection, dysmenorrhoea and dyspareunia had resolved and the depression, anxiety and migraine had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital hemorrhage, heavy menstrual bleeding, migraine, nausea, pelvic pain, post procedural complication, urinary tract infection, vaginal hemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2013 (as written per ppf, please note discrepancy) only right side implant due to previous left salpingectomy, earlier reported date of insertion was (B)(6) 2010. She received treatment for pelvic/abdominal pain, uti, gen.abnormal bleeding, psych injury. Plaintiff did not undergo essure confirmation test (discrepancy noted). Right: 4 coils. Left: n/a coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded. Pathology test - on (B)(6) 2012: left salpingectomy: ectopic tubal pregnancy. Microscopic description: microscopic examination performed. Ectopic pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2021: mr received. Expiration date was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic tubal pregnancy'), pelvic pain ('physical pain/pelvic'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') in a 30-year-old female patient who had essure (batch no. 910330-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included appendectomy and carpal tunnel syndrome. Concurrent conditions included depression, anxiety, migraine, cardiac arrhythmia, panic disorder, agoraphobia, gastritis, gerd, spotting vaginal, endometrial polyp, endometrial ablation and uterine bleeding. Family history included hypertension. Concomitant products included levonorgestrel since (B)(6) 2012, medroxyprogesterone acetate (depo provera)(B)(6) 2013 to (B)(6) 2013, metronidazole benzoate (flagyl s), omeprazole since 2005 to (B)(6) 2015, paracetamol (acetaminophen) (B)(6) 2013 to (B)(6) 2017, piroxicam (paxil) since (B)(6) 2011, propranolol since 2005, sertraline since 2005 and sumatriptan since (B)(6) 2012. In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and nausea ("nausea") and was found to have weight increased ("weight gain"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage ("gen. Abnorm. Bleed"), urinary tract infection ("bladder/urinary problems - uti"), abdominal pain ("abdominal pain"), depression ("psych injury/ depression"), anxiety ("anxiety / mental anguish") and post procedural complication ("post removal complications: yes"). The patient was treated with surgery (ablation on (B)(6) 2014, hysterectomy (full) left salpingectomy and left salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the ectopic pregnancy with contraceptive device, fatigue, nausea, weight increased and post procedural complication outcome was unknown, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, genital haemorrhage, urinary tract infection, abdominal pain, vaginal infection, dysmenorrhoea and dyspareunia had resolved and the depression, anxiety and migraine had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, heavy menstrual bleeding, migraine, nausea, pelvic pain, post procedural complication, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2013 (as written per ppf, please note discrepancy) only right side implant due to previous left salpingectomy, earlier reported date of insertion was (B)(6) 2010. She received treatment for pelvic/abdominal pain, uti, gen.abnormal bleeding, psych injury. Plaintiff did not undergo essure confirmation test (discrepancy noted) right: 4 coils. Left: n/a coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded. Pathology test - on (B)(6) 2012: left salpingectomy: ectopic tubal pregnancy. Microscopic description microscopic examination performed. Ectopic pregnancy.. Lot # reported (910330) is invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-may-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic tubal pregnancy'), pelvic pain ('physical pain/pelvic'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('gen. Abnorm. Bleed') in a 30-year-old female patient who had essure (batch no. 910330) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included appendectomy and carpal tunnel syndrome. Concurrent conditions included depression, anxiety, migraine, cardiac arrhythmia, panic disorder, agoraphobia, gastritis, gerd, spotting vaginal, endometrial polyp, endometrial ablation and uterine bleeding. Family history included hypertension. Concomitant products included levonorgestrel since (B)(6) 2012, medroxyprogesterone acetate (depo provera) (B)(6) 2013, metronidazole benzoate (flagyl s), paracetamol (acetaminophen) (B)(6) 2013 to (B)(6) 2017, sertraline since 2005 and sumatriptan since (B)(6) 2012. In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and nausea ("nausea"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("bladder/urinary problems - uti"), abdominal pain ("abdominal pain"), depression ("psych injury/ depression") and anxiety ("anxiety / mental anguish"). The patient was treated with surgery (ablation on (B)(6) 2014, hysterectomy (full) and left salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the ectopic pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, vaginal infection, dysmenorrhoea, dyspareunia, fatigue and nausea outcome was unknown, the pelvic pain, genital haemorrhage, urinary tract infection and abdominal pain had resolved and the depression, anxiety and migraine had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2013 (as written per ppf, please note discrepancy) only right side implant due to previous left salpingectomy, earlier reported date of insertion was (B)(6) 2010. She received treatment for pelvic/abdominal pain, uti plaintiff did not undergo essure confirmation test (discrepancy noted) right: 4 coils. Left: n/a coils diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded. Pathology test: on (B)(6) 2012: left salpingectomy: ectopic tubal pregnancy. Microscopic description: microscopic examination performed. Ectopic pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2019: pfs and mr received. Lot number added. Reporter information updated. Previously reported event psych injury was replaced with new events: depression, anxiety/ mental anguish. New events: ectopic tubal pregnancy, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), vaginal infection, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, migraines / headaches, nausea were added. Medical history and concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic tubal pregnancy'), pelvic pain ('physical pain/pelvic'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('gen. Abnorm. Bleed') in a 30-year-old female patient who had essure (batch no. 910330-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included appendectomy and carpal tunnel syndrome. Concurrent conditions included depression, anxiety, migraine, cardiac arrhythmia, panic disorder, agoraphobia, gastritis, gerd, spotting vaginal, endometrial polyp, endometrial ablation and uterine bleeding. Family history included hypertension. Concomitant products included levonorgestrel since (B)(6)2012, medroxyprogesterone acetate (depo provera)(B)(6)2013 to (B)(6)2013, metronidazole benzoate (flagyl s), paracetamol (acetaminophen)(B)(6)2013 to (B)(6)2017, sertraline since 2005 and sumatriptan since (B)(6)2012. In (B)(6)2010, the patient had essure inserted. On (B)(6)2012, the patient experienced migraine ("migraines / headaches"). In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and nausea ("nausea"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("bladder/urinary problems - uti"), abdominal pain ("abdominal pain"), depression ("psych injury/ depression") and anxiety ("anxiety / mental anguish"). The patient was treated with surgery (ablation on (B)(6)2014, hysterectomy (full) and left salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the ectopic pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, vaginal infection, dysmenorrhoea, dyspareunia, fatigue and nausea outcome was unknown, the pelvic pain, genital haemorrhage, urinary tract infection and abdominal pain had resolved and the depression, anxiety and migraine had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: date(s) of insertion: (B)(6)2013 (as written per ppf, please note discrepancy) only right side implant due to previous left salpingectomy, earlier reported date of insertion was (B)(6)2010. She received treatment for pelvic/abdominal pain, uti plaintiff did not undergo essure confirmation test (discrepancy noted) right: 4 coils. Left: n/a coils . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded. Pathology test - on (B)(6)2012: left salpingectomy: ectopic tubal pregnancy. Microscopic description microscopic examination performed. Ectopic pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2019: quality safety evaluation of ptc(batch is not valid). No valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic tubal pregnancy'), pelvic pain ('physical pain/pelvic'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 30-year-old female patient who had essure (batch no. 910330-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included appendectomy and carpal tunnel syndrome. Concurrent conditions included depression, anxiety, migraine, cardiac arrhythmia, panic disorder, agoraphobia, gastritis, gerd, spotting vaginal, endometrial polyp, endometrial ablation and uterine bleeding. Family history included hypertension. Concomitant products included levonorgestrel since (B)(6) 2012, medroxyprogesterone acetate (depo provera)29-mar-2013 to june 2013, metronidazole benzoate (flagyl s), omeprazole since 2005 to december 2015, paracetamol (acetaminophen)29-mar-2013 to april 2017, piroxicam (paxil) since (B)(6) 2011, propranolol since 2005, sertraline since 2005 and sumatriptan since 1-oct-2012. In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and nausea ("nausea") and was found to have weight increased ("weight gain"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage ("gen. Abnorm. Bleed"), urinary tract infection ("bladder/urinary problems - uti"), abdominal pain ("abdominal pain"), depression ("psych injury/ depression") and anxiety ("anxiety / mental anguish"). The patient was treated with surgery (ablation on (B)(6) 2014, hysterectomy (full) and left salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the ectopic pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, vaginal infection, dysmenorrhoea, dyspareunia, fatigue, nausea and weight increased outcome was unknown, the pelvic pain, genital haemorrhage, urinary tract infection and abdominal pain had resolved and the depression, anxiety and migraine had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2013 (as written per ppf, please note discrepancy) only right side implant due to previous left salpingectomy, earlier reported date of insertion was (B)(6) 2010. She received treatment for pelvic/abdominal pain, uti plaintiff did not undergo essure confirmation test (discrepancy noted) right: 4 coils. Left: n/a coils diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded. Pathology test - on (B)(6) 2012: left salpingectomy: ectopic tubal pregnancy. Microscopic description microscopic examination performed. Ectopic pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. New events: weight gain was added. Concomitant drugs were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic tubal pregnancy'), pelvic pain ('physical pain/pelvic'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 30-year-old female patient who had essure (batch no. 910330-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included appendectomy and carpal tunnel syndrome. Concurrent conditions included depression, anxiety, migraine, cardiac arrhythmia, panic disorder, agoraphobia, gastritis, gerd, spotting vaginal, endometrial polyp, endometrial ablation and uterine bleeding. Family history included hypertension. Concomitant products included levonorgestrel since january 2012, medroxyprogesterone acetate (depo provera)(B)(6) 2013 to (B)(6) 2013, metronidazole benzoate (flagyl s), omeprazole since 2005 to (B)(6) 2015, paracetamol (acetaminophen)(B)(6) -2013 to (B)(6) 2017, piroxicam (paxil) since (B)(6) 2011, propranolol since 2005, sertraline since 2005 and sumatriptan since (B)(6) 2012. In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and nausea ("nausea") and was found to have weight increased ("weight gain"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage ("gen. Abnorm. Bleed"), urinary tract infection ("bladder/urinary problems - uti"), abdominal pain ("abdominal pain"), depression ("psych injury/ depression"), anxiety ("anxiety / mental anguish") and post procedural complication ("post removal complications: yes"). The patient was treated with surgery (ablation on (B)(6) 2014, hysterectomy (full) and left salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the ectopic pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, vaginal infection, dysmenorrhoea, dyspareunia, fatigue, nausea, weight increased and post procedural complication outcome was unknown, the pelvic pain, genital haemorrhage, urinary tract infection and abdominal pain had resolved and the depression, anxiety and migraine had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, post procedural complication, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2013 (as written per ppf, please note discrepancy) only right side implant due to previous left salpingectomy, earlier reported date of insertion was (B)(6) 2010. She received treatment for pelvic/abdominal pain, uti, gen.abnormal bleeding, psych injury. Plaintiff did not undergo essure confirmation test (discrepancy noted) right: 4 coils. Left: n/a coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded. Pathology test - on (B)(6) 2012: left salpingectomy: ectopic tubal pregnancy. Microscopic description microscopic examination performed. Ectopic pregnancy.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received. New events added: post removal complications. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.